Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation the zib6-40-8-8.0 device of lot number c1748556 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. An image provided by the customer shows that the stent is partially deployed, and the red safety lock is in place. Prior to distribution zib6-40-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-8.0 of lot number c1748556 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1748556. There is no evidence to suggest the user did not follow the instructions for use (ifu0040-6). A definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. From the information provided it is known that the physician encountered resistance when advancing the delivery system to the target location and in order to overcome the resistance they kept pushing. It is possible that a difficult patient anatomy caused and/or contributed to resistance and/or high compressive force on the flexor during advancement resulting in the partial premature deployment of the stent the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k182980.

Event description:
During surgery, after pre-ballooning, in the sclerosis part, after the insertion of the delivery system of the stent and wire guide, some parts of the stent have come out even before deployment and unlocking of safety lock. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.